Event description:
Additional information received reported that the revision was scheduled for (B)(6). There was no medical problem, the revision was just for the patient's own comfort as he would prefer the battery in different location. The hcp planned to move it down lower on body, but keep it on same side of body.

Event description:
It was reported that a surgical revision was performed to move the implantable neurostimulator (ins) from the belt line to the buttock. The patient could feel the ins when wearing jeans wanted it moved. The patient was receiving good therapy with the adaptive stimulation.

Manufacturer narrative:
Product ID 3778-60, lot# v902162012, implanted: (B)(6) 2012, explanted: product type lead product ID 3778-60, lot# v902162008, implanted: (B)(6) 2012, explanted: product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer. (B)(4).